Manufacturer narrative:
Per the mitral valve academic research consortium (mvarc), prosthetic heart valve device success requires the echocardiographic absence of significant mitral stenosis (calculated valve area =1.5 cm2 and transmitral gradient <5 mm hg), and no greater than mild (1+) paravalvular mr without associated hemolysis. Note, however, that the calculated mv area and transmitral gradient vary with flow, and assessment of the degree of paravalvular mr can be subjective. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, a definitive root cause was unable to be determined at this time. However, patient factors (chronic kidney disease, hemodialysis) may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately one year and nine months post implantation of a 29mm sapien 3 valve in the mitral position within an edward¿s surgical valve, the gradient of the valve and pa pressure have increased. Mitral valve increased gradient needs to be resolved before renal surgery. Upon review of medical records, the one year and six-month echo revealed bioprosthesis mitral valve with no paravalvular insufficiency, and valve gradient measured 33/15mmhg and asd appearance was seen in the interatrial septum. The one year and eight-month echo revealed a normal functioning sapien 3 valve in a mitral position (expected mean gradient 8.9+/-2.8 mmhg), no pvl, with normal leaflets structure and motion and no vegetation was noted. The transmitral peak /mean gradient measured 17 / 9.5mmhg, with moderate patient prosthetic mismatch (eoa= 1 cm2). Information regarding intervention performed was requested; however, not received.

Manufacturer narrative:
During an administrative review it was noted that the field for date received by manufacture (d4) was omitted from the supplemental (-1) submitted MDR. The date of this report is 03-mar-2020. As such this MDR is being submitted as a corrected supplemental.

Manufacturer narrative:
Additional information received: valve serial number and expiration date (d4) and device manufacture date (h4). Updated information revealed that the patient was treated medically.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.